Event description:
It was reported that bd arterial catheter had foreign matter foreign object detected at tip. Defect count: 1 unit. Defective product may be returned. Photographic evidence available. No claim required. Complaint response letter and complaint receipt confirmation are required.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
No foreign matter found, however catheter damage found, annex a code corrected. Our quality engineer inspected the photo and sample submitted for evaluation. The reported issue of foreign matter was not confirmed upon inspection of the sample. However, catheter defective/ damaged was confirmed as the defect. Analysis of the sample showed the catheter tip damaged. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records have been reviewed, and this batch meets our manufacturing specification requirements. There is tip cutting process during manufacturing of the catheter and replacement of the cutting blade occurs every 2,000 cycles per procedure. The new blade is placed on the blade holder and secured on the holder. There is currently no marking on the blade holder for the production technician to adjust and align the blade into position during the blade replacement. When the blade is misaligned, the blade might not cut the catheter bevel fully causing a damaged catheter tip. To prevent this defect, a marking will be added for production technicians to align the blade to. A lesson on the alignment of the blade and the line marker will be created and the production technicians will be trained on this.